Event description:
The patient reported she sought medical attention at the hospital on (B)(6) 2025, due to high blood glucose (bg) levels that reached over 250 mg/dl, that wouldn't come down, leading to diabetic ketoacidosis (dka). She experienced symptoms such as thirst, diarrhea, and headache. The hospital visit lasted three days, but the exact discharge date is unknown as the patient cannot find the discharge papers. The patient mentioned that the pod might not have been delivering insulin properly, causing the high glucose levels. The patient received insulin and was advised to drink a lot of water. The patient was unable to provide specific glucose readings or recall recent messages or alarms on the omnipod 5 app. The patient discarded the pod and does not remember the date to look for the information in the controller. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.